Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol perfix light plug device may have caused or contributed to the reported event. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012: the patient underwent surgery for repair of a left inguinal hernia. A perfix light plug was implanted to repair the hernia defect. Attorney alleges the perfix light plug was defective at the time of implant. On (B)(6) 2018: the patient underwent an additional open inguinal hernia repair surgery to repair and/or remove the defected mesh. On (B)(6) 2018: the patient was first informed that the presence of the perfix light plug in her body could be the cause of her injuries. The patient was injured severely and permanently. Attorney alleges the patient has suffered and will continue to suffer physical pain and mental anguish.